Event description:
Arterial PICC line placed in a pt. The catheter was inserted into the right radial artery. No complication was encountered during insertion and good blood return was noted. A connector with a stopcock was attached to the hub of the catheter, still nothing good blood flow. The catheter was flushed well before suturing. While placing the first suture into the skin and attaching to the catheter, a profuse bleeding was noticed around the insertion site. Pressure was held on the site for approx twenty seconds while the situation was evaluated. Hemostasis was noted. Physician noted that the catheter had separated at the hub and had migrated in the vessel. A surgeon was called upon to retrieve the separated segment from the pt's distal forearm. No complications occurred as a result. Catheter from arterial line broke off from hub, had to be remove from distal forearm.